Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The assignable cause was faulty pumphead module. A follow-up medwatch report will be submitted if additional information become available.

Event description:
The facility representative reported a colleague infusion pump with "failure 808:07". It is unknown when this event occurred. During a product evaluation at baxter, it was discovered that the event occurred during delivery. There was an interruption during delivery. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.09.90 that is categorized as a remediated. No additional information is available.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 29.8 mmol/l, 8.4 mmol/l, and 7.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that the event occurred once when the start key was pressed on (B)(6) 2010.